Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. Customer's current blood glucose level is unknown. No symptoms were reported. During troubleshooting, the customer removed the infusion set and found a bent cannula. The infusion set is expected to be returned.